Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00078.

Event description:
This is 1 of 2 reports. A distributor reported on behalf of the customer that the c2602 cusa excel 36 khz straight handpiece failed. There was no patient involvement and no delay in surgery. The malfunction was discovered during inspection. Additional information has been requested.

Manufacturer narrative:
Device identifier: (B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was unconfirmed.